Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify iop test failure at 10:01 am alarm due to motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error, pump error indicating iop test failure at 10:01 am, as well as a motor position encoder error. The customer¿s blood glucose during the incident was unknown. The device would rewind, and they would try to bolus but the motor error alarm would occur. The insulin pump will be returned for analysis.